Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor error alarm during the rewind process. Customer stated there were several other motor error alarms in the alarm history. It was also reported the customer had a motion sensor test failure alarm on the insulin pump. The customer's blood glucose was normal and did not required medical treatment. The insulin pump will not be returned for analysis.